Manufacturer narrative:
(B)(6).

Event description:
It was reported that the lead perforated the right ventricle. There was no stimulation in the ventricle due to the lead being in the pericardium. The lead was extracted without problem and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.